Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead has not been used for several years, as it dislodged. This was observed that undersensing and pacing not delivered when required were occurring. During a recent pacemaker changeout, the ra lead was abandoned surgically. No additional adverse patient effects were reported.